Event description:
It was reported that at a regular follow-up appointment, this left ventricular (lv) lead exhibited high, out of range pacing impedance (>2000 ohms) and high capture threshold measurements. The physician alleged the lead had fractured. The lv lead is pending explant to resolve the event. At this time, the lv lead remains implanted and in service. The patient was stable with no adverse consequences.